Event description:
The customer stated that he was hospitalized due to hypoglycemia. The customer stated that his blood glucose level was 30 mg/dl. The customer stated that he was stressed and hi blood pressure was high prior to the event. Troubleshooting was performed, and the insulin pump was programmed and reading the reservoir volume correctly. The replacement test passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.